Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to run the initial and redraw samples on the instrument, and results were as expected. The customer ran quality controls and reran patient samples, all resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant na, k and cl results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results, and a discordant, falsely elevated chloride (cl) result were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate instrument, resulting higher for na and k and lower for cl. A new sample was obtained from the patient and tested on the alternate instrument, matching the results of the repeat run. The redraw sample and the initial sample were then repeated on the original instrument, resulting within normal range for the patient. The corrected results were reported to the physician(s). It is unknown which set of results was reported as correct. There are no reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.